Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose of 68 mg/dl. The customer had just treated for a sandwich she had eaten. Troubleshooting was performed, and the insulin pump would programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. The customer also stated that she was taking antibiotics for a urinary tract infection. The customer wanted to make some changes to the insulin pump settings. Assisted. Nothing further was reported.